Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a patient was admitted to a hospital on (B)(6) 2014, due to peritonitis. The reporting nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique during treatment: the patient did not wash their hands and did not don a mask. The peritonitis was treated with vancomycin 1500mg/2500ml intraperitoneal route two times per week for two weeks. The patient was discharged from the hospital on (B)(6) 2014. No peritoneal dialysis treatments were missed and there was no reportable devic malfunction. As of (B)(6) 2014, the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues, and the patient's signs and symptoms of peritonitis have resolved.